Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported on an article presented at the (B)(6) meeting, 3 patients showed signs of valve degeneration 2.5, 5 and 7 years after tavi and these valves were explanted.

Manufacturer narrative:
The reason for these valve explants was requested from the physician; however, the information has not been yet received. A supplemental report will be submitted when and if additional information becomes available. Explant of aortic bioprosthetic valves can be due to multiple mechanisms. In this case, the devices were not returned and information not provided; therefore, the specific root cause of these explants cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.